Event description:
Coflex implant removal. The cause of removal was due to reoccurrence of backpain. MRI showed fluid between the facets. The fluid can cause instability, resulting in backpain coflex was removed, revision laminectomy was performed and a new coflex implant implanted.